Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the the lead was repositioned due to dislodgement. On (B)(6) 2011, low sensing and high threshold were observed. The physician decided to explant the lead.